Event description:
Caller reported a tandem mobi cartridge alarm during the load process. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl (27.7 mmol/l). The customer followed instructions from technical support to remove the cartridge and deliver a 9-unit bolus, which was completed successfully. After assistance in loading a new cartridge, the customer was able to resume insulin therapy, resolving the issue.